Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 415 (mg/dl). Customer administered injections to treat the bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog insulin in the pump cartridges for 3 days at a time, and fills cartridges with cold insulin. Customer was reminded that humalog is indicated for use up to 48 hours, and to fill cartridges with room temperature insulin. Recommendation was made to consult with health care provider to discuss diabetes management.